Manufacturer narrative:
This pacemaker is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a reposition procedure of a non-boston scientific lead, the physician had difficulty removing the lead from the header of this pacemaker. The setscrew was stuck and would not release the lead. The physician eventually decided to explant the pacemaker and it is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted the right ventricular setscrew was stuck on the end of the hex wrench. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Overall, analysis was able to confirm the reported clinical observations made against the device in the field.